Event description:
Patient said that her first v-go fell off on (B)(6) 2019 at night after 50 minutes of been applied to her abdomen. The patient stated she does clean the area with alcohol before application of the vgo.